Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was performed which observed a hole in the tubing. The reported condition was verified. The cause of the condition was the set was incorrectly placed in the pouch prior to packaging, leaving parts of the set outside the pouch and the set was exposed to the packaging machine blades during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
G1: device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a hole in the tubing of a clearlink duo-vent continu-flo solution set. The hole was discovered while priming the set prior to patient use. There was no patient involvement. No additional information is available.